Event description:
The international distributor reported the ventilator went vent inop and alarmed due to an exhalation autozero failure. The device was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor replaced the three station solenoid to correct the reported problem.

Manufacturer narrative:
Parts requested from international distributor. Parts requested for return.